Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the driving cap, part # 03.010.475, was received with the connecting screw portion broken off. Both pieces show signs of wear. There are hammer marks on the proximal end and small nicks on the underside of the proximal end. The etchings are legible. A product development evaluation was performed. One driving cap, part number 03.010.475, was received with the complaint category of ¿broken: intraoperatively.¿ the driving cap is used as a hammering surface during nail insertion. This information is provided per suprapatellar instrumentation for titanium cannulated tibial nail technique guide. The driving cap is also used in the titanium trochanteric fixation nail system when using the radiolucent insertion handle. The protection sleeves were manufactured to drawing 03_010_437 rev. C according to the supplier¿s certificate of conformance. Therefore, a review of the current edition of the design drawing, 03_010_437 rev. E, and the manufactured drawing, 03_010_437 rev. C, was performed. It was found that there were no design changes that would affect the functionality of the part. Thus, the current design is suitable for its intended use and the previous design revision did not contribute to the broken driving cap. The returned driving cap, lot # 7719722, was manufactured january, 2012. It was received with the connecting screw portion sheared off. Thus the ¿broken: intraoperatively¿ complaint condition is confirmed but cannot be replicated as it is already broken. Both pieces were received and show signs of wear. There are hammer marks on the proximal end which matches the expected condition from use as this surface is intended to be hammered. There are also small nicks on the underside of the proximal end likely from the method of handling. The overall returned condition is consistent with the expected result of excessive hammering amplified by having the driving cap not fully inserted or inserted in the incorrect hole. This is evident based on the condition of the driving cap and that if the driving cap had been fully screwed into the insertion handle it would have been retained by the insertion handle and not have fallen to the floor after breaking. Thus, this portion of the complaint condition, ¿broken: intraoperatively,¿ is a result of the method of use of the driving cap. The driving cap was manufactured prior to the release of the current drawing revision. Therefore, a review of the current edition of the design drawing, se_369219 rev. B, and drawing, se_369219 rev. A, was performed. The current design was found to be sufficient for its intended use and the previous design did not contribute to the complaint condition. Therefore, this complaint condition is not the result of a design deficiency. In conclusion, the complaint condition of ¿broken: intraoperatively¿ is confirmed for the driving cap and was the result of the method of use. The driving cap design is suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a labeling issue with two holding sleeves and a driving cap that broke during surgery. It was reported that the surgeon was performing a supra patellar tibia nail procedure. When the holding sleeve was opened, instead of there being a 14.5 mm holding sleeve as the packaging instructed, there was a 12 mm holding sleeve instead. A second 14.5 mm sleeve was opened and instead of a 14.5 mm holding sleeve as the packaging instructed, the package included a 12 mm holding sleeve. A third sleeve was opened and used with no issue. During the surgery, as the surgeon was inserting the tibia nail through the insertion handle, as the mallet struck the impaction cap, the threaded portion of the driving cap tip sheared and fell onto the floor. There was no delay in surgery. There was no patient issue. The report is for 1 of 1 complaint (B)(4).